Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill

Event description:
Customer calling stating his meter is reading low results for him. I asked customer if he is experiencing symptoms of low blood sugar, customer stated he is not and that he is feeling well. Medical attention is not needed or reported as a result of the actual blood glucose results. Customer stated his normal blood sugar range of reading is between 60-99 mg/dl fasting. Customer stated he did open the vial of strips on (B)(6) 2016 and the lot manufacturer's expiration date is 1/21/2019. He keeps the meter and strips in his hand bag, and his hand bag is with him all the time. Customer stated he is on insulin to manage his diabetes. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer calling stating his meter is reading low results for him. I asked customer if he is experiencing symptoms of low blood sugar, customer stated he is not and that he is feeling well. Medical attention is not needed or reported as a result of the actual blood glucose results. Customer stated his normal blood sugar range of reading is between 60-99 mg/dl fasting. Customer stated he did open the vial of strips on (B)(6) 2016 and the lot manufacturer's expiration date is 1/21/2019. He keeps the meter and strips in his hand bag, and his hand bag is with him all the time. Customer stated he is on insulin to manage his diabetes. The meter memory was reviewed for previous test result history: (B)(6).